Event description:
It was reported that during a lap bilateral hernia procedure, on the 2nd firing the jaw closed and no clips came out. Opened a new device to complete the procedure.

Manufacturer narrative:
Info anticipated, but unavailable at this time.